Event description:
It was reported that this right atrial (ra) lead exhibited over-sensing of noisy signals likely from a medical procedure or electromagnetic interference (emi). (B)(6) recommended further evaluation. No adverse patient effects were reported. At this time, this lead remains in service. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).